Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-dec-05. It was reported that at the patient's last refill in (B)(6)2017, they got back all the drug. It was noted that the reservoir was full (note: this conflicts with the previous report that 38ml were removed from the pump on (B)(6)2017). Pump logs revealed no issues with the pump. The patient reportedly experienced pain, flu-like symptoms, and withdrawal. It was further noted that the patient's previous refill in (B)(6)2017 or (B)(6)2017 occurred without issue.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported to the office for a normal pump refill. Telemetry reported that the pump should have approximately 4ml in the pump but the physician was able to remove 38ml from the pump. The patient was feeling poorly due to lack of pain control. It was unknown if there were any environmental, external and patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was reported as the physician was planning to see the patient in two weeks to schedule a side port study. An issue with the catheter was suspected due to the significant drug remaining in the pump. The company representative planned to follow up and offered to see the patient to interrogate the pump logs although currently not scheduled. There were no actions and interventions taken yet to resolve the issue. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4); ubd: (B)(4) 2013; UDI# (B)(4). Correction - type of reportable event updated to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). When the catheter revision occurred, the healthcare provider was unable to determine the cause of the volume discrepancy and inability to aspirate. The spinal segment was replaced and the catheter was functioning. It was indicated the catheter would not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that at the last two refill appointments the expected drug volume was much greater than expected. The patient was being managed medically. A catheter revision surgery with possible pump replacement was planned for (B)(6) 2018. The pump would then be filled with saline until it could be refilled and titrated. The issue was not resolved at the time of this report. No further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: the "date manufacturer received" should have been (B)(6) 2017 for MDR "follow up number 1." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-nov-2017 and it was reported that the cause of the volume discrepancy had not yet been identified. They were awaiting a rotor study and side port evaluation. They were planning to do a myelogram and side port evaluation but they had not been done yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative. It was reported that the rep was in for a catheter revision today and they replaced the spinal portion with a distal revision kit. The rep stated that the managing hcp had tried to do a catheter dye study (reason asked, unknown) and he was not able to aspirate so that was the reason why they were revising the catheter today. Reason for call was that the rep wanted to know the procedures for a full system content removal. The rep stated they would program the pump at minimum rate. No symptoms were reported. Patient was receiving clonidine, 600 mcg/ml concentration at 216 mcg/day dose and morphine, 30 mg/ml concentration at 10 mg/day dose and now receiving saline, 1 ml/ml at minimum rate. No further complications were reported.